Event description:
It was reported that two weeks prior to the report, (B)(6) 2015, the patient began experiencing worsening symptoms on the right side of her body. Two days prior to the report, it was suddenly unbearable. She contacted the surgeon the night prior to the report and was taken to the hospital on the day of the report. The patient¿s implantable neurostimulators (ins) were replaced on the day of the report due to one malfunctioning or losing efficacy rather suddenly. The doctor noted a steep decline in battery voltage from (B)(6) 2014 to the day of the report, along with impedance issues. There were three bipolar electrode combinations with impedances over 4,000 ohms. The residual voltage seemed to be rapidly decreasing according to the doctor. No falls or traumas were reported and the cause of the event was not determined. Programming was done in september, january, and the day of surgery prior to explant, but the surgeon decided to replace both inss. The impedances were normal with the replacement inss and the patient recovered without sequela. Refer to manufacturing report #3007566237-2015-01189 as the patient had two inss and it was not clear which one was the issue.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37602, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).